Event description:
Procedure type: unk. Reportedly, the pin from the locking mechanism of the foam collar fell out. The piece went into the surgical cavity, however it was recovered without any patient injury.